Event description:
It was reported to vyaire medical that the avea ventilator vte (end tidal volume) is reading inaccurately when it is set to 100ml and the vti (inhaled tidal volume) is reading 99ml. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.